Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was successfully implanted. Two hours after the end of the procedure, the patient developed electromechanical dissociation while hospitalized in the cardiology department and the patient subsequently died. The physician stated that the patient's death was not related to the functionality of the device. The device will not be returned.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.